Manufacturer narrative:
Failed -ve terminal pogo pin. Although no visual abnormalities or variation in the physical spring resistance of the pogo pins were identified, measurements taken during the investigation confirmed the failure of the +ve pogo pin. This had resulted in an intermittent connection from the device to the pad-pak, resulting voltage fluctuations in the device memory and the subsequent low battery fail on (B)(6) 2020. The user would have been alerted with a ¿warning, low battery¿ prompt, alongside a flashing red status led, as per the reported fault. The fault could not be replicated on the returned unit with a new -ve pogo pin installed. The fault was replicated on a known good unit by installing the returned -ve pogo pin in its lower case. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak.

Event description:
Red status indicator. No patient involved.

Event description:
Red status indicator. No patient involved.